Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed occlusion test, alarms "¿occlusion¿ when there was no occlusion at all, which was reproduced. The evaluator did not experience a false occlusion alarm but found the pump unable to properly recognize a downstream occlusion during downstream occlusion detection testing. The evaluator determined that the force sensor was out of specification and could not be calibrated. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed an occlusion test. Additional information was received stating the device alarmed "occlusion" when there was no occlusion at all. There was no known patient injury or medical intervention associated with this event. No additional information is available.